Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the metal insert is no longer required. A complaint database search finds no other reported incidents against the remaining known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the metal insert is no longer required. A complaint database search finds no other reported incidents against the remaining known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Medical records were obtained. Medical records were obtained and reviewed by a medical professional. Per that review; with the information provided, it cannot be determined that the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised to address pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/12/2014- pfs and medical records received. Pfs alleges metallosis and alval, this complaint is now legal. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions and two acetabular screws were found to be prominent. Only one was removed and the other one was filed down to accommodate the liner. The cup was well fixed. Lab results from (B)(6) 2014 indicated the cobalt level was 0.4 and chromium level was 0.7. The stem is not being reported for the high metal ions. There was no mention of metallosis or alval. There is no new additional information that would affect the existing MDR decision.